Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient was taken to the ER by her child. No bg/cgm values were reported prior to the patient going to the ER. The patient was experiencing nausea and lethargy. At the ER, the patient¿s cgm was reading 125 mg/dl and the bg meter was reading 500 mg/dl. The patient was diagnosed with dka and treated with insulin, fluids, and potassium. The patient was discharged home after 3 days. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.